Event description:
It was reported that the pump battery was depleting quickly. Additionally, it was reported that the pump software was suspending insulin delivery inappropriately. The customer¿s blood glucose ranged from 110-150 (mg/dl). The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation, however, device evaluation is not yet complete. A supplement report will be submitted upon completion of the evaluation.